Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reports discrepant results with meter: date: (B)(6) 2010, inratio test1: 1.9, inratio test2: 7.0, inratio test3: 2.3. Patient's target therapeutic range is 2.5-3.0.